Event description:
Pt reported having elevated blood glucose levels of unk cause of approximately 400 mg/dl; took correction via the infusion device, but no success. Pt reported she now takes correction with a pen. Pt stated the issue has been for the past 2-3 weeks. Pt's normal blood glucose level is 50-160 mg/dl. Pt reported while troubleshooting the infusion set, no insulin flowed out of the needle. Pt stated when she disconnected the infusion set from the infusion site, insulin flow out of the transfer set. Pt reported she missed the e4 (occlusion) error alert. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.